Event description:
It was reported the patient experienced diminished therapy. An impedance check revealed high impedances on one of the leads. X-rays were taken and confirmed the model 3224 lead had high impedances. Reprogramming to provide resolution was unsuccessful. As a result, the patient underwent surgical intervention. During the procedure, the patient's model 3224 lead was explanted and replaced with a different model. The doctor also electively explanted and replaced the patient's ipg with a different model and electively explanted the patient's model 3286 lead. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.